Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2019 and were reviewed (B)(6) 2019 for MDR reportability. On (B)(6) 2018, the patient underwent a right knee revision due to severe instability to total knee arthroplasty. The surgeon indicated the patient¿s knee was and not amenable to utilizing normal revision components so decided to utilize a hinge-type prothesis. The surgeon offered no allegations against the femoral, tibial components, nor the patella. The surgeon reported no surgical complications. Depuy cement and cable were utilized in the procedure. All other competitor components were implanted during this revision. Doi: (B)(6) 2016 - femoral, tibial tray, cement 2x; doi: (B)(6) 2016 - insert; dor: (B)(6) 2018; right knee.